Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 391 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. The cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. During system check, it was reported that the customer had been using cartridges beyond the expiration date. The customer was educated on cartridge labeling. System check confirmed the pump was functioning as intended.